Manufacturer narrative:
B5 - describe event or problem was updated with additional information received. B6 - relevant test / laboratory data was updated with additional information received. H6 - patient codes were updated based on additional information received.

Event description:
The patient was enrolled in the reprise IV study in (B)(6) 2019. It was reported that on the same day as the post aortic valve implant procedure, the patient developed first degree atrioventricular block (avb) and left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day as the post aortic valve implant procedure, the patient developed first degree atrioventricular block (avb) and left bundle branch block (lbbb). Ultrasound was performed as a diagnostic procedure. No action was taken to treat the events. At the time of reporting both the events were considered recovering/ resolving. Two days later, the subject was discharged on aspirin and clopidogrel. It was further reported that the subject developed aortic valve thrombosis. In (B)(6) 2019, 43 days post index procedure, the subject was noted with thrombosis on aortic valve leaflets. A 4-dimension computerized tomography scan revealed the bioprosthetic aortic valve was well-seated and valve leaflets were mobile and opening well. Hypo-attenuation of the right cusp valve leaflet was 50-75%, consistent with thrombus. The function and mobility of the valve leaflets was intact and valve was functioning well. The subject was discontinued on clopidogrel, started on warfarin and continued on baby aspirin. The subject was sent back to home with further follow-up visit. At the time of reporting the event was considered as recovering/ resolving.

Event description:
The patient was enrolled in the reprise IV study in (B)(6) 2019. It was reported that on the same day as the post aortic valve implant procedure, the patient developed left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day as the post aortic valve implant procedure, the patient developed left bundle branch block (lbbb). Ultrasound was performed as a diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering/ resolving. Two days later, the subject was discharged on aspirin and clopidogrel. It was reported that the subject developed aortic valve thrombosis. In (B)(6) 2019, 43 days post index procedure, the subject was noted with thrombosis on aortic valve leaflets. A 4-dimension computerized tomography scan revealed the bioprosthetic aortic valve was well-seated and valve leaflets were mobile and opening well. Hypo-attenuation of the right cusp valve leaflet was 50-75%, consistent with thrombus. The function and mobility of the valve leaflets was intact and valve was functioning well. The subject was discontinued on clopidogrel, started on warfarin and continued on baby aspirin. The subject was sent back to home with further follow-up visit. At the time of reporting the event was considered as recovering/ resolving. It was further reported that the patient had a previous medical history of first degree av block and therefore it is not related to the lotus edge valve.

Manufacturer narrative:
B5 - describe event or problem was updated with additional information received. B7 - other relevant history was updated with additional information received.

Event description:
The patient was enrolled in the (B)(6) study in (B)(6) 2019. It was reported that on the same day as the post aortic valve implant procedure, the patient developed first degree atrioventricular block (avb) and left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was placed and then the aortic valve was treated with direct deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day as the post aortic valve implant procedure, the patient developed first degree atrioventricular block (avb) and left bundle branch block (lbbb). Ultrasound was performed as a diagnostic procedure. No action was taken to treat the events. At the time of reporting both the events were considered recovering/ resolving. Two days later, the subject was discharged on aspirin and clopidogrel.